Event description:
The following publication was reviewed: title: one-year clinical outcomes of excluder conformable for patients with an angulated proximal neck (japanese multicenter study; extreme registry) source: journal of vascular surgery, 2026 doi:10.1016/j.jvs.2026.04.035. This was a retrospective multicenter study conducted to evaluate the safety and efficacy of the gore excluder conformable aaa endoprosthesis with active control [excc] system in patients with abdominal aortic aneurysms and iliac artery aneurysms, particularly those with an angulated proximal neck, at 23 japanese institutions. A total of 215 patients who underwent evar with the excc device between july 2022 and august 2023 were included and classified according to proximal neck angulation into an angulated group (>60°, n=109) and a non-angulated group (=60°, n=106). The primary endpoint was freedom from late complications, defined as a composite of aneurysm-related death, reintervention, and aneurysm sac enlargement of >5 mm after postoperative day 30. Secondary endpoints included intraoperative major adverse events, intraoperative endoleaks, perioperative outcomes, postoperative endoleaks, and aneurysm size. Technical success rates were comparable between the two groups (93.5% vs 94.3%). At the final aortogram, the incidence of type ia endoleak was 5.5% in the angulated group and 1.8% in the non-angulated group; all of these were minor endoleaks and were manageable intraoperatively. Major adverse events occurred in 1.8% of patients in the angulated group and 0.9% in the non-angulated group. One in-hospital death occurred in each group: the cause of death was pneumonia in the angulated group and rupture with hemodynamic collapse due to postoperative type a aortic dissection in the non-angulated group. The mean follow-up period was 404 ± 190 days. At 12 months after evar, freedom from reintervention and freedom from late complications were comparable between the two groups. On early postoperative CT, type ia endoleak was observed in 3.6% of patients in the angulated group and in none of the patients in the non-angulated group. These endoleaks were minor; some resolved spontaneously during follow-up, and no patient required reintervention for type ia endoleak within 1 year. The detailed adverse events were as follows. Intraoperative endoleaks included 8 proximal type I endoleaks, 3 distal type I endoleaks, 41 type ii endoleaks, and 2 type iii endoleaks. Perioperative adverse events included 30-day mortality in 2 patients (1 due to pneumonia and 1 due to rupture and hemodynamic collapse caused by type a aortic dissection), myocardial infarction in 1 patient, postoperative proximal type I endoleak in 4 patients, and reintervention for the distal landing zone in 3 patients. During follow-up, reinterventions were performed for distal type I endoleak in 3 patients (2 in the angulated group and 1 in the non-angulated group), for type ii endoleak by coil embolization or graft replacement in 4 patients (3 in the angulated group and 1 in the non-angulated group), for proximal type I endoleak in 2 patients (both in the non-angulated group), and for iliac limb stenosis in 1 patient (non-angulated group). Aneurysm enlargement of >5 mm was observed in 2 patients in the angulated group. Overall, this study demonstrated favorable safety and efficacy of the excc device in patients with angulated proximal neck anatomy, and no reintervention for type ia endoleak was required within 1 year after evar. However, longer-term follow-up is needed to clarify the true efficacy of the device in patients with challenging proximal neck anatomy.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: one-year clinical outcomes of excluder conformable for patients with an angulated proximal neck (japanese multicenter study; extreme registry) source: journal of vascular surgery, 2026 doi:10.1016/j.jvs.2026.04.035 . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.